Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: (B)(6). The explanting surgeon is: (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e2006 - captures the reported event of erosion of the mesh to surrounding tissue. E1715 - captures the reported even of scarring. E2330 - captures the reported even of pain while standing, walking, sitting, lying down, groin pain, pelvic pain, lower back pain, physical pain and suffering. E1405 - captures the reported event of dyspareunia. E2308 - captures the reported event of disfigurement. E0206 - captures the reported event of embarrassment and mental pain. E2401 - captures the reported event of severe and debilitating injuries. The imdrf impact code capture the reportable event of: f1903 - captures the reportable event of patient underwent a pelvic mesh removal surgery.

Event description:
It was reported that the patient had an obtryx ii system - halo implanted during a procedure and has since experienced complications, including pain while standing, walking, sitting, lying down, groin pain, pelvic pain, lower back pain, scarring, mesh erosion to surrounding tissue, and dyspareunia. Subsequently, the patient underwent a pelvic mesh removal surgery on (B)(6) 2025. The patient suffered significant pain, unnecessary expense, embarrassment, disfigurement, and harm as a result of the implanted device. Additionally, the patient claims that she may have to undergo additional surgery, and may in the future suffer, damages such as, significant pain, severe and debilitating injuries, serious bodily injury, mental and physical pain and suffering, medical expenses due to the implantation of the device.